Event description:
On (B)(6) 2013 I had allergen silicone (smooth) implants inserted under my chest muscle. At the time I was a healthy 35-year-old. I very recently learned ((B)(6) 2024) I have an extracapsular rupture along my chest wall, which is causing me extreme amounts of pain. Since getting implants in 2013 I developed food and environmental (never had before), rashes, severe and chronic fatigue, brain fog, chest breast back and neck pain, dizziness, joint pain, cognition issues, I suffer from hashimoto's thyroiditis, and recent labs reveal ana (antinuclear antibodies) markers indicating lupus and rheumatoid arthritis. It is painful when I take deep breaths - I am a non-smoker and a CT revealed that I have nodules in my lungs (I am not sure if silicone). I am not sure if my health insurance plan will cover removal of the extruding silicone gel (they are saying removal is "not medically necessary" despite all my physicians stating it is, I am in the appeal process. Below is a letter I drafted: the pain in my chest area worsened significantly in (B)(6) 2024, and I felt painful masses / lumps in my left breast at the end of (B)(6) 2024. I made an appointment with my obgyn, on (B)(6) 2024, who recommended diagnostic imaging. I was sent for an ultrasound, which showed a suspected implant rupture. An MRI was performed on or around (B)(6) 2024 showing a silicone extruding rupture outside of the shell and scar tissue surrounding displaced implants (an extracapsular rupture) on my chest wall. This means there is a hole or tear in the shell of the implant that allows silicone gel filler material to extrude from the shell (outside of the scar tissue surrounding the implant). My physicians explained that this "free silicone" can migrate throughout my body, causing a great deal of harm. The extrusion of silicone gel beyond the capsule can lead to additional severe medical complications, some of which I am already experiencing and needs to be surgically removed on an urgent basis according to all the medical practitioners I have consulted. It was recommended that I have a surgical consult to remove the implants and the ruptured silicone asap by my medical providers. On (B)(6), 2024, I had a consultation with a bc/bs network and board licensed surgeon to discuss the permanent removal of my faulty breast implants and any possible silicone that migrated to other areas from the extra capsular rupture extruding silicone, and any reconstruction necessary with the surgical procedure. However, bc/bs tx denied my pre-approval on friday, (B)(6) 2024, which is causing further delay, hopefully due to a misunderstanding. I am requesting an urgent medical necessity review and peer-to-peer review with my surgeon so that I can have this necessary surgery asap. This medical issue is causing significant impairment in my functioning. My physicians have opined that surgically removing the ruptured silicone and implants will eliminate my functional impairment. This is not a cosmetic procedure - this is a medically necessary, and delay in surgery could lead to further complications from silicone moving to other areas of my body, causing more medical issues that will need further medical treatment. I am experiencing pain in my chest and breast when taking deep breaths (I recently saw a pulmonologist, who sent me for imaging to rule out other causes, and no other causes were indicated). My chest and breast hurts, and is significantly impairing my capacity to move, coordinate actions and perform physical activities and is exhibited by difficulties in the following areas: physical tasks and basic life functions such as (carrying and lifting over my head, hugging my family, anything involving pressure on my chest including intimacy with my husband, certain movements that are too uncomfortable). This is making caring for my family and home difficult. Is there anyone who can stop this from happening to more women or help me?? Please? I still have the implant (seeking insurance coverage). Ref report: mw5162082.